Manufacturer narrative:
B5 describe event or problem - updated d9 returned to manufacture date - corrected from 9/9/25 to 09/19/2025. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was kinked and damaged. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported the tip of the faradrive steerable sheath clear could not recover after bending backwards, and attempts were made both inside and outside the patient to adjust and calibrate, but it still could not work. No issue was noted with the package.

Manufacturer narrative:
Analysis of the returned sheath did not find any kink or defect on the device. The faradrive sheath was also evaluated to be functional and operated as intended.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was kinked and damaged. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory it was further reported the tip of the faradrive steerable sheath clear could not recover after bending backwards, and attempts were made both inside and outside the patient to adjust and calibrate, but it still could not work. No issue was noted with the package.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was kinked and damaged. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.